Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned handpiece (hp) was noted to be overtorqued during disassembly of the tip. This misuse caused the crack in the housing because the torque base was not (or not correctly) used. To resolve the issue, the housing and all o-rings of the coil form have been replaced. This (one time) housing replacement is per the terms of the current field safety notice (fsca) launched in may 2024. A full function test including calibration and safety test according to the manufacturer's guidelines has been performed. Root cause - the root cause is confirmed as "incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector." Regarding the issue of cracked housing, "fsca 3006697299-05/29/2024-001-c" was launched in may 2024. Additionally, a CAPA has been raised to investigate overtorquing of the hp and is pending corrective action implementation. However, investigations completed as part of both capas confirm there is no evidence to support a relationship between hp overtorquing and cracked housing. At present we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600p) was broken. The issue was observed during an unspecified procedure. There was prolongation of the surgical procedure exceeding 30 minutes; however, there was no patient injury and no smoke or burns occurred. Additional information has been requested.